Event description:
It was reported that the user experienced hyperglycemia with a measured glucose of 493 mg/dl after a large breakfast; the user had been disconnected from the ilet in the hospital the prior evening, received novolog there, and then reconnected to the ilet after discharge, with the cause of the elevated glucose uncertain. Symptoms included high blood glucose consistent with hyperglycemia. Outcomes included the need for troubleshooting and education regarding high glucose management. Investigation included a review of the reported event details and user feedback to assess device use and potential contributing factors. Investigation of this case revealed no confirmed device malfunction, and the event was associated with user condition and therapy transition around hospital disconnection and reconnection, with the specific cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.